Manufacturer narrative:
A beckman coulter quality assurance investigator reviewed the data provided by the customer and observed that the initial testing was programmed with "blood" as the sample type, while the repeat testing was programmed with "serum" as the sample type. The customer confirmed that the initial samples were run with an incorrect sample type programmed, and the repeat results were run with the correct sample type. The failure mode is determined to be a use error. The customer was informed that different sample types may have distinct parameters according to the instructions for use in the unicel dxc synchron clinical systems reference manual. The customer was satisfied with this explanation and no further issues were reported. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4). Note: (B)(4). Documents the event involving patient identification (B)(6). (B)(4). Documents the event involving patient identification (B)(6). (B)(4). Documents the event involving patient identification (B)(6). (B)(4). Documents the event involving patient identification (B)(6). (B)(4). Documents the event involving patient identification (B)(6). (B)(4). Documents the event involving patient identification (B)(6). (B)(4). Documents the event involving patient identification (B)(6). (B)(4). Documents the event involving patient identification (B)(6). (B)(4). Documents the event involving patient identification (B)(6).

Event description:
The customer reported the generation of a false low tacrolimus results for ten (10) patient samples on their dxc 800 pro clinical chemistry analyzer. The erroneous patient results were reported outside of the laboratory. Quality control (qc) was within specification prior to the event. The customer reported that the physician increased treatment dosage for the 10 patients due to the low tacrolimus results. The customer did not specify the medication provided. There was no report of harm to the patients due to this event. The customer did not provide patient demographics.